Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, with tip protector, in a bag was received for the report. The sample was visually inspected and found to be non-conforming with orange/brown in color foreign material inside the port, and on the welded cap and white in color foreign material on the body needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for all functional tests. Since the probe vitrectomy aspiration suction issue event code was added at a later date and the probe was already disassembled, functional aspiration testing could not be performed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the lot number obtained from the device¿s rfid tag. One non-conformance was identified related to cutting failure. This related non-conformance could have potentially contributed to the reported event; however, the returned sample was found to meet specification. One photo attached was reviewed by the investigation site. The photo shows bagged probes labeled with numbers in a box. The reported issue was not confirmed. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. The reported aspiration failure could not be confirmed since the probe was already disassembled, and aspiration testing could not be performed. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications for the reported cut failure and the aspiration failure could not be confirmed. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues and a non-conformance record was completed for the related records on the nonconformance report. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information is provided in b.5., and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Correction information provided that cutter stopped aspiration during the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Another health care professional reported that vitrectome initially began to falter, stopped cutting for a while and began again. After that, it stopped cutting during the surgery. The surgery details and patient impact was unknown. Additional information received that the surgery was completed after replacing the product with another probe. There was patient contact but no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, with tip protector, in a bag was received for the report. The sample was visually inspected and found to be non-conforming with orange/brown in color foreign material inside the port, and on the welded cap and white in color foreign material on the body needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for all functional tests. A review of the device history record traceable to the lot number obtained from the device¿s (radio frequency identification) rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo attached was reviewed by the investigation site. The photo shows bagged probes labeled with numbers in a box. The reported issue was not confirmed. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.